Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was noise on the right ventricular lead that led to inappropriate detections and therapy. The lead was capped and replaced. No further patient complications have been reported as a result of this event.